Event description:
Customer reported the vaporizer's interlock system was not operating. There was no report of pt involvement. The unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. Further investigation revealed that the plunger mechanism was not installed within the t-bushing due to improper assembly. The complaint database was reviewed and this is the second such reported complaint and is considered an isolated occurrence.